Event description:
Information received from a healthcare provider for a clinical study reported an infection of incision site, noting (B)(6). Interventions included 500 milligrams of keflex twice a day for 5 days as of (B)(6) 2016. Signs and symptoms included mild erythema and tenderness near incision site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.